Event description:
The customer reported via phone call that there was a piece missing from their insulin pump. Customer's blood glucose was 79 mg/dl. The customer stated the damage was located at the reservoir compartment. A follow up email was also received from the customer stating the buttons were frozen on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump passed displacement test. No button response from up arrow button due to corroded keypad trace. The insulin pump was unable to perform prime/a33, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. The insulin pump was monitored and no frozen display noted. Time clock advances properly on the insulin pump.